Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the cartridge cracked. The iols were left implanted, it was reported that there was no patient harm with any of the events, so they usually just load the iol into a different cartridge and proceed with the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two used company cartridges were returned in a company cartridge pouch. The cartridges were numbered 1-2 for evaluation purposes. The used company cartridges were microscopically examined. Viscoelastic was observed in the cartridges. The cartridges had evidence of placement into a handpiece. Both returned used cartridges had large cracks on the right side that started in the nozzles. The cracks split as they extended into the thinner tip area. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the observed damage could not be determined. The damage on the right side of the nozzles started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The instruction for use (IFU) instructs to use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Only use an company ovd qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. Completely fill the cartridge with ovd, immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. There are no other complaints in this lot. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).